Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The file indicates the use of unspecified cartridge and handpiece. It is unknown if qualified products were used. The lens model is only qualified for use in the company (a) and (b) cartridges. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implantation the lens was broken. Additional information was requested.